Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker, right ventricular (rv) lead and right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. Noise was reproducible through isometrics testing. No interventions were performed and the pacemaker and leads will continue to be monitored. No patient consequences were reported.